Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the female luer cracked and leaked at the connection of the syringe and the tubing set during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and leaking extension set female luer was not confirmed. The sets were visually inspected for cracks and kinks. There were no damage or anomalies observed. Functional and pressure testing resulted in no leaks, cracks, or other abnormalities in any of the components. The root cause was not determined for the reported failure.